Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing performed included leak testing (eight psi underwater pressure test), clear passage test, clamp function test and device-device interaction testing (sample ran on machine). All functional tests passed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had particulate matter in the top of the patient line while setting up for peritoneal dialysis therapy. The patient noticed a clear square at the top of the patient line and stated that it looked like there was a cylinder within a cylinder. The technical service representative assisted the patient with ending therapy. The patient would start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.